Event description:
A malfunction alarm identified as "malf 12" was reported, but there was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to contact support again if the issue reappeared.